Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient went to the emergency room (ER) on (B)(6) 2024 due to bent cannula which eventually leads to hyperglycemia. The insertion site was lower back. The infusion set was in use for one day. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with insulin pen. The trace ketones were also tested positive for ketones with value 2. The patient was released from the hospital on same day after 2 hours of hospitalization. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6006887 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site the reference results for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified is correct for code malfunction. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 5 samples out 5 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, sample failed with flow test device history record (DHR) review: the lot 6006887 was packaging according to the wi version 117, in the line l-9, li94, on 02/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and one sample failed with flow test, the rest of the samples met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 25-jan-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006887 and 2 complaints have been registered in database for the same lot 6006887 and malfunction code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - (B)(6) 2025).

Event description:
To date no additional patient or event details have been received.